Manufacturer narrative:
Manufacturer could find nothing wrong with the device. When we put it through calibration testing in february, we had not been informed of any malfunction. We only became aware of this incident report because the FDA forwarded the user facility's MDR report to us. The nature of the narrative leads us to believe that the transport team ran out of compressed gas to power this pneumatic ventilator. We do not believe that the ventilator itself malfunctioned.

Event description:
Narration from user of transport ventilator: see (B)(4) for full details. After 30 minutes of ventilation, the ventilator stopped supplying a pressure cycle. "The patient was quickly transitioned to hand ventilation without difficulty."